Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that they had to fill the pump every 5-6 weeks. Patient stated for most of the month, the refill date would be the same, but maybe it would change by a day or so. Patient mentioned that last week, they changed their appointment for the refill to a week later, but it always seems like their pain gets really high the week before the refill. Patient's husband said their pain was not controlled very well in the last week. Patient confirmed they have not had any falls or trauma, and are not more active at a certain time of the year.

Event description:
Information was received from a patient representative regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver dilaudid (hydromorphone) and fentanyl. It was reported that the patient had been having problems with the pump. It seemed like, the closer the patient got to the refill, it seemed like the medication wasn't being delivered. The refill date kept extending itself out, so it seemed like the medication was not being delivered because the patient was in more pain. The patient was not feeling any relief. Patient services inquired if the reporter meant the continuous dose, but the reporter appeared to reference both the continuous dose and the bolus dose were not covering the patient's pain. When patient services inquired about the event date of the expected refill date pushing out and the therapy issue, the reporter stated, "I don't know exactly how long, but in the winter months it's always worse, so at least 3-4 months". Patient services inquired if this was the same time frame as the external equipment issues and the reporter initially confirmed that it was the same timeframe, but later stated "the equipment has always had trouble finding the pump, it'll take forever and we're talking like 15 minutes to identify the pump". The reporter appeared to reference the expected refill date pushing out indicating a pump delivery issue, as the patient did not use their boluses. It was noted that the patient used to have "a 25 pump" and now had "a 45 pump" and, per the reporter, "the controller she had didn't seem to take as long with the smaller one than this new larger one", in reference to the 8835 personal therapy manager (ptm) connecting faster for them than the handset/communicator. The reporter did not have the equipment with them at the time of the call to patient services. Patient services agreed to reach out to the patient on 2025-04-01 for further troubleshooting. At the time of the call to patient services, the patient was at a physical therapy appointment because the patient was "very hurt and very injured". Additional information received on 2025-04-01 indicated that patient services attempted to contact the patient but was unable to reach them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.